Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
Event occurred regarding a spinning spiros closed male luer, red cap where it was reported that when the registered nurse entered the patient¿s room to administer chemotherapy, the spiros IV connector was observed to be not attached to the syringe. The chemotherapy solution was found to be exposed to air. The medication was then returned to the pharmacy for remanufacture. Chemotherapy is being administered within the tubing y site, not at the extension set. Technicians are applying the spiros to syringes (35 ml or 60 ml). When the spiros is attached to a syringe and connected to the y site, it has been observed that the spiros pops off when approximately 4¿5 ml of drug remains in the syringe. The rn is not expecting this to happen, and in some instances the drug has sprayed onto the patient. During priming of ns tubing, staff have also reported that when applying the spiros, it spins and will not lock on. The report number was (B)(4). The product is contaminated with chemotherapeutic drug. Patient, and staff were exposure to chemotherapy. There was patient involvement but no reported harm.